Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. At bootup, only a blank white screen was visible. The ccm was disassembled for troubleshooting and the pst found that the cable connecting the single board computer (sbc) and the display was disconnected. Once the cable was reconnected the function to the ccm screen was restored. However, during reboot the ccm displayed a 'system computer needs service' message. A substitute sbc was installed and the ccm booted up properly. It was determined that the ccm did not meet specification. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) booted up slowly. A reboot attempt was made and the ccm did not boot up. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the ccm. The unit operated to the manufacturer's specifications.